Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call unexpected restart alarm and keypad anomaly. Customer's blood glucose level was 33 mmol/l. Customer's insulin pump was submerged into salt water for 30 minutes. Customer stored the insulin pump for over a month without a battery to leave the device to dry. Customer then placed a new battery into the device and received an unexpected restart alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had unresponsive act, up and down buttons due to corroded keypad traces. Moisture damage on the electronic assembly, vibrator motor and motor was noted during visual inspection. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked case at the reservoir tube window corners.